Event description:
The lay user/pt in contacted lifescan (lfs) in early 2008 and alleged that a onetouch ultra meter was prompting "error 5" message and was giving inaccurate erratic readings. This complaint is being reported based on the info available to lfs, as the pt could not be contacted back to obtain add'l info. The pt indicated that the alleged issue first started eight months later. The pt also mentioned receiving erratic readings previously, such as 2.5 mmol/l and 33.0 mmol/l. It is unk how much time elapsed between the above-mentioned two readings. The pt stated that he has been experiencing high and low blood sugar symptoms on and off several times during the last few mos. He mentioned that "he gets a bit aggressive or totally relaxed" due to high and low blood sugar. He stated that he would take glucose tablets and eat something if his blood sugar is low, and would take more insulin if his blood sugar is high. The pt had allegedly "felt shaky and nearly passed out" on an unk date and time. It is unk what kind of treatment was provided to the pt to treat the alleged symptoms, was he able to test his blood sugar prior to experiencing the symptoms or not, and how much insulin and food had he taken prior to the symptoms? It is unk whether the pt was using correct technique to test. Replacement prods were sent to the pt. This complaint is being reported, as the pt allegedly rec'd inaccurate erratic readings and "error 5" messages on the alleged meter and allegedly felt "shaky and nearly passed out" on an unk date, which could be associated with hypoglycemia. Diabetes care mgmt: the pt normally takes human mixtag 70/30, 26 units in the morning and 18 units in the evening. Lately, he has been taking 12 units in the morning and 5 units in the evening, as he is eating less.

Manufacturer narrative:
Lifescan has requested the return of the subject product (s) for eval. If the product (s) are returned, lfs will evaluate it/them and inform FDA of product (s) that do not pass inspection in a supplemental report.